Event description:
Procedure: lap hernia repair. Reportedly, the seal at the entry point of the trocar peeled off and into the patient when the mesh was inserted. There was no harm to the patient reported.